Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2,h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, reported issue of images disappear (loosening of connection) occurred likely due to the attrition of the locking latch the video connector receiver resulted in instability of the electrical connection of the video connectors, which resulted in the inability to correctly transmit the image signal from the scope to the video processors. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the customer response and updates. Please see updated sections: b3, e1,e2, e3 ,g3,g4, g7, h2, h6 and h10.

Event description:
The reported issue occurred during a diagnostic procedure. Device blacked out a few seconds however, the intended procedure was completed with the same device with no impact or harm to the patient. No further details were provided regarding the event.

Manufacturer narrative:
The device was received for evaluation. Evaluation determined that the device was found with worn out lock latch on the video connector. This caused the loss of image when the pigtail (video scope cable) was wiggled. The identified parts were replaced, device was repaired. The software version was upgraded. Once completed, the device was tested and passed required testing and specifications. Based on evaluation findings the reported issue was confirmed. The root cause of the no image/blacked out issue was due to worn out lock latch on video connector attributed to electrical component failure.

Event description:
It was reported that the device lost connection in the middle of an unspecified procedure. According to the reporter, the image blacked out. There was no patient impact or harm reported.